Event description:
It was reported that the pump was primed according to the instructions for use (IFU). Upon insertion to the sewing ring, and subsequent attempt to start the pump, the pump would not start. The power module was used as a power source when this occurred. The system controller and modular cable were exchanged while the pump was in place within the sewing ring per the IFU implant procedure to determine if the pump could be started, but this did not resolve the issue, and the pump did not start. The pump was then removed, the driveline was cut, and a new pump was prepared. The new pump was implanted without incident.

Manufacturer narrative:
Manufacturer's investigation conclusion: the power module (serial number: (B)(6) was returned in association with the reported event of the pump not starting as intended during implant. Log files were downloaded from the returned system controller and heartmate 3 pump. The log files were reviewed and showed multiple attempts from the pump to power on, but was unable to, due to an atypically large voltage drop during lift off, indicating an issue with the power module or patient cable. The 14v patient cable (lot number: 11015021302) returned with the event power module and was connected to the event pump, modular cable, and system controller and connected to a mock circulatory loop, and the pump was unable to start, confirming the reported event. The test was repeated with the same set up, but with a test patient cable, and the pump was able to start without issue, isolating the issue to the patient cable. The power module was forwarded to the pleasanton service depot and passed all functional testing. The unit underwent preventative maintenance and was returned to the customer. The root cause of the reported event was determined to be due to wire fatigue on the 14v patient cable. The reported event could not be correlated to an issue with the power module. There were incidental findings of a damaged battery clip. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with no external power conditions. Heartmate ii instructions for use (rev. C) section 2 entitled ¿system operations¿ and heartmate ii patient handbook (rev. C) section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ the heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.